Event description:
It was reported that purge failure alarms began 40 minutes after the iab was inserted. The iab was checked and the pump was checked. The pump was restarted and a high pressure alarm was triggered. The clinician checked the catheter again and found blood in the helium tubing. The iab was exchanged. There were no reported pt complications.

Event description:
It was reported that purge failure alarms began 40 minutes after the iab was inserted. The iab was checked and the pump was checked. The pump was restarted and a high pressure alarm was triggered. The clinician checked the catheter again and found blood in the helium tubbing. The iab was exchanged. There were no reported pt complications.